Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that femur impaction pad broke.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 visual examination of the returned product found signs of repeated use and the impactor pad has fractured. Device was submitted for further analysis. Analysis determined the features of the fracture surface and mode align indicate overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was confirmed.

Event description:
No further event information available at the time of this report